Manufacturer narrative:
(B)(4). Referenced xience instructions for use (IFU). Promus IFU should have been referenced. It should be noted that the instruction for use (IFU) (B)(4) revision a states that the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned. It was reported that the area to be treated was a saphenous vein graft (svg) to the right coronary artery (rca). There appeared to be in-stent restenosis (isr) of a non-specified stent in the first half of the graft. The stent also appeared to be protruding out of the graft. A non-abbott guiding catheter was used and a non-abbott guide wire was placed in the lesion. During the attempt to place the promus rx 3.5 x 18 mm, resistance was encountered, most likely with the implanted stent. All devices were removed from the patient and it was noted that there was no stent on the delivery balloon. The stent was unable to be found under fluoroscopy, the patient was sent to radiology and the stent was located in the right renal artery. No blockage or flow issues with the renal were reported and the stent was successfully removed with a snare. The patient was stable and placed in the intensive care unit (ICU). The following day, the patient returned to the cath lab for a balloon angioplasty (type of balloon not specified) procedure only, no stenting was performed. There was adequate blood flow and the patient is currently stable. Physical resistance during attempts to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. The product was not returned which may have assisted in the investigation. It was reported that the procedure was to treat a re-stenosis of an unspecified stent located in a saphenous vein graft (svg) to the right coronary artery (rca). It should be noted that the xience v instruction for use (IFU) (B)(4) revision a states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Implanting in the restensosed stent does not appear to have contributed to the patient affects as the patient effects were already present prior to implanting the xience stent. It was reported that resistance was encountered and was most likely with the re-stenosed stent. Based on this information, it appears that the promus stent interacted with the unspecified previously implanted re-stenosed stent (physical resistance) and subsequently led to the dislodgement of the stent during removal of the device. The patient was sent to radiology and it was determined that the stent was located in the right renal artery. Furthermore, the lot release testing results were reviewed and all stent dislodgment samples met all manufacturing criteria. In this case, the reported physical resistance, stent dislodgement, foreign body removal and additional therapy/ non-surgical treatment appear to be related to the procedure circumstances and there are no indications of a product quality deficiency.

Event description:
It was reported that the area to be treated was a saphenous vein graft (svg) to the right coronary artery (rca). There appeared to be in-stent restenosis (isr) of a non-specified stent in the first half of the graft. The stent also appeared to be protruding out of the graft. A non-abbott guiding catheter was used and a non-abbott guide wire was placed in the lesion. During the attempt to place the promus rx 3.5 x 18 mm, resistance was encountered, most likely with the implanted stent. All devices were removed from the patient and it was noted that there was no stent on the delivery balloon. The stent was unable to be found under fluoroscopy, and the patient was sent to radiology. The stent was located in the patients right renal artery. No blockage or flow issues with the renal were reported. The stent was successfully removed with a snare. The patient was stable and placed in the intensive care unit (ICU). The following day, the patient returned to the cath lab for a balloon angioplasty (type of balloon not specified) procedure only, no stenting was performed. There was adequate blood flow and the patient is currently stable. No additional information was provided.